Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00-8018-032-02 versys femoral head lot #61484659. Item #00-7711-004-40 m/l femoral stem lot #60500997. Item #00-6310-050-32 trilogy acetabular liner lot #61430030 . Item #00-6250-065-30 bone screw lot #61445388. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00615, 0002648920-2019-03525.

Event description:
It was reported that the patient had a primary right total hip arthroplasty. Subsequently, approximately eight years post op the patient underwent a revision surgery due to pain, elevated metal ion levels, in-vivo corrosion, and scar tissue. During the revision procedure, the surgeon noted significant scarring between the medius and tensor fasciae latae (tfl). There was also a small 2mm capsule with a small amount of cloudy-yellow fluid. Further, the surgeon noted a large amount of gelatinous material in the joint. There appeared to be somewhat fibrous material inside the capsule. The head was the only implant revised. Additional information was requested however, no information was available.